Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had a loss of bladder control. It was noted that when the patient stood up, they "urinated and couldn't make it to the bathroom." It was stated that the patient indicated that at an amplitude of 3.2 volts, they had some bowel side effects, "leakage on a pad." It was noted that the patient stated their incontinence issues resulted from "transverse myelitis." It was stated that the patient tried a new program, but had "icky numbness" in their legs. It was noted that the patient reported "aching" in the kidney area. It was stated that the patient would be on medication for a urinary tract infection, but after only 2 days off the medication, another urinary tract infection would develop. It was noted that the patient would be seeing their physician soon. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28, lot# va03zyt, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had a "long" history of urinary tract infections (uti) that were not related to the implant. The patient's implant was working well and had no problems at the time.